Manufacturer narrative:
Per the user guide: incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer would remove the feature lock and adjust the pump settings against the healthcare provider's recommendations. Blood glucose was impacted (no value provided). Contact reported customer has "mental health issues" and would not stop adjusting the pump settings. Healthcare provider advised the contact to discontinue pump use as it was unsafe for the customer to use the pump for therapy.